Manufacturer narrative:
The device has not been returned/received to date. If the device is received we will submit a supplemental with the investigation findings. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the omnipod dash controller/personal diabetes manager (pdm) would not turn on despite charging all day and an attempted device reset. A different charger was trialled, the pdm beeped but continued to not power on. Additionally, the pdm felt hot to the touch. The patient reported their blood glucose level dropped but no blood glucose values were specified. No medical assistance was reported.